Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). Device evaluation: the customer reported issue of "cassette detect error and the relevant test was accuracy test" was unable to be replicated. Further investigation found a loose air detector and defective downstream occlusion (dso) sensor. The most likely cause of the report error is the user error, loose air detector or cassette error. Reseated air detector and replaced dso sensor. The device passed all functional testing after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a cassette detect error and the relevant test was accuracy test. There was no patient involvement, and no patient harm/adverse event reported.